Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with insulin flow block. The customer's blood glucose level was reported to be 520mg/dl. It was reported that the customer treated with manual injection. It was reported that the customer did not save infusion sets and or reservoirs. It was reported that the customer was advised to monitor the device and call back when issues occur.